Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular (rv) channel. Oversensing of noise was also observed on the rv channel. No changes were made and the ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated the clinical observations in this event were believed to be due to an insulation abrasion involving the rv lead. The patient also reported experiencing a syncopal episode. Surgical intervention was performed and the ICD was explanted and is no longer in service. No additional adverse patient effects were reported.